Event description:
Caller reported pt experiencing elevated blood glucose (300-536 mg/dl) at 10:06 a.m. On 03/30/2006. Caller indicated that pt administered a bolus and noticed insulin leaking from the infusion set luer lock tubing connection, indicating the tubing had partially separated. Caller indicated that pt changed his infusion set, administered a bolus to correct his elevated blood glucose level and rested. Caller indicated that pt reported feeling numbness in his face, fatigue, chest pain, let cramps, and nausea. Caller indicated that pt ate lunch and dinner and bolused accordingly. Caller indicated that by evening blood glucose level came down to a normal range. Caller indicated that pt did not seek medical attention to address this issue.